Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; verifying correct kit components were being used, washed, and dried according to our instructions for use; and verifying correct breast shield fit. The troubleshooting did not resolve the issue. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2022, the customer indicated that while using her replacement pump she had developed mastitis a second time and was prescribed antibiotics. The customer was subsequently contacted by the complaint handler via email and in writing requesting she contact customer service in regard to her replacement pump so that her issue can appropriately be addressed. As of the date of this report, the customer has not done so. Based on the results of our internal investigation (B)(4) it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021 the customer alleged via chat to medela llc that her pump in style maxflow had low suction, which had caused her to develop clogged ducts.